Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 05/26/2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The black show showed evidence of a short battery life with premature drastic voltage drops leading to a cs 177 warning. The ez-prime steps were performed correctly with all currents draw within specification. The reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed and there was moisture corrosion found to the continuous glucose monitor module. All currents draw returned to specification after unplugging the continuous glucose monitor module from the printed circuit board. (B)(4).